Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 & flu a/b direct assay, but were confirmed negative by a competitor assay, roche cobas. The customer confirmed no alleged harm occurred. The patient was asymptomatic. Sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 & flu a/b direct assay, but were confirmed negative by a competitor assay, roche cobas. The customer stated the patient was asymptomatic at the time of the initial and repeat tests. Run analysis of the simplexa assay results are as follows: (B)(6) 2022 @1118- sample ID (B)(6): covid detected (21.3). The amplitude of the covid curve was significantly lower than the internal control (q670) curve but crossed the detection threshold very early (cts = 21.3) at the lower end of the limit of detection, possibly indicating some level of contamination. The customer's sample is not available to confirm that possibility. The customer stated the sample was not repeated on the lmdx but on the cobas platform. It is known the roche cobas platform utilizes extracted samples and has different targets (orf1ab, e gene) than the simplexa assay. The customer's device and sample was not available for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# 14647n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were previously tested for similar complaints on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. 2nd complaint on (B)(4) lot# 14646n for suspected false positive.